Event description:
It was initially reported by the company rep that he was informed by the surgeon that one of his pts had infection about yrs ago. The pt required a generator change. No further info was provided. Pt name is unk. Good faith attempts to obtain additional info has been unsuccessful.